Event description:
It was reported that values in the rtp file are not the specified values in the treatment plan. There was no report of mistreatment. No further info was reported.

Manufacturer narrative:
(B)(4).